Event description:
New information received notes that the pacemaker was reprogrammed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but has not been provided

Event description:
It was reported that the pacemaker exhibited noise. No intervention or additional information was reported.